Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "7 key inoperable", which was reproduced. The device evaluation confirmed the #7 key to be inoperable caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had ""7 key inoperable". Any patient involvement, injury or medical intervention is unknown.